Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Upon further review and investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0001801. Please refer to mfg report number 2249723-2025-0001801 for all information for this complaint event. Please cancel in your database.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp). There was no patient involved.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.